Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen lens was scratched. It was also reported that the display screen could still be read safely. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue is considered cosmetic and therefore not likely to cause interference with insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-correction to b5 describe event or problem:on 06/12/2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display screen was confirmed to be scratched. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.